Event description:
A report was received that the patient will undergo an ipg replacement due to multiple non-device related falls onto the ipg. The patient's ipg is unable to communicate with the patient's remote control and is unable to charge properly.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement due to multiple non-device related falls onto the ipg. The patient's ipg is unable to communicate with the patient's remote control and is unable to charge properly.